Event description:
It was reported by service report that the head end break adjuster was missing from the caster brake assembly and the caster brake assembly was worn. No pt involvement or adverse consequences are reported.